Event description:
It was reported that the unit fell off of the arm on the cart. It was alleged that the nurse tried to lift the monitor beyond full extension causing the monitor to fall off. The monitor fell on the nurse causing little to no injury.

Event description:
It was reported that the unit fell off of the arm on the cart. It was alleged that the nurse tried to lift the monitor beyond full extension causing the monitor to fall off. The monitor fell on the nurse causing little to no injury.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. A possible cause for the alleged failure can be attributed to a loose tension screw to the mounting arm. This may have led to the monitor dislodging from the arm when being adjusted. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence and product field action 2936485-8/28/2013-002c has been initiated.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.